Manufacturer narrative:
The field service engineer (fse) found pinch valve pv4 actuator not opening completely and slowing causing thirty (30) pounds per square inch (psi) to build too slowly which caused the leak. The fse replaced the pv4 actuator to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported high pressure of seventy (70) pounds per square inch (psi) and high vacuum (vac) of thirty (30) on the coulter hmx hematology analyzer with autoloader and was unable to adjust. While troubleshooting with customer technical support (cts), the customer discovered a contained leak of approximately one to two (1-2) milliliters of blue liquid from the right side of the instrument. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.